Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the ophthalmic viscosurgical device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had concerns regarding the ophthalmic viscosurgical device (ovd), healon pro. Specifically they noted that fibers or similar objects were visible under a microscope in the healon. It was confirmed through follow up that the product was introduced into the patient's eye during cataract surgery and the surgeon saw some fibers. The fibers were washed out from the eye and another healon was used. The patient is okay now. No further information was provided.